Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was feeling tired and weak and they were directed to the emergency department for bleeding and then transferred to (B)(6) hospital for admission. The patient had an inr (international normalised ratio) of 4.1 and h/h (hemoglobin and hematocrit) of 6.6 g/dl and 20.2%. The patient was experiencing episodes of presyncope. An esophagogastroduodenoscopy showed no active bleeding and the patient was transferred 4 units of red blood cells. They were also given IV iron and their aspirin medication was discontinued.

Manufacturer narrative:
Section d4, h4: additional information manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.